Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that manifold hose were leaking, causing the sieve beds to be saturated, which made the unit alarm. The original complaint issue of unit shutting down with no alarm was not confirmed.

Event description:
The dealer states when the unit is set at 4 or 5 lpm's, it just shuts off. No alarm.

Event description:
The dealer states when the unit is set at 4 or 5 lpm's, it just shuts off. No alarm.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.